Event description:
It was reported that during the index procedure on (B)(6) 2012, a de novo target lesion in the distal left anterior descending artery (lad) was treated with pre-dilatation and placement of a 2.25x24 non-abbott stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2012, the patient was discharged from the hospital with aspirin and clopidogrel prescribed. On (B)(6) 2013, 108 days post index procedure, the patient presented due to unstable angina and was hospitalized on the same day. Coronary angiography revealed a lad 100% mid occlusion; 80-90% fairly extensive in-stent restenosis in the distal lima to lad (anastomosis). The lad was treated with balloon angioplasty and placement of a 2.25x26 non-abbott stent. Additionally on the same day, 90% in-stent restenosis of a previously placed 2.25x38 promus stent in the mid ramus artery and a 2.25x12 promus stent in the distal segment of the ramus artery were treated with balloon angioplasty. The promus stents were implanted in the ramus artery on (B)(6) 2012. The event was considered resolved. The patient was discharged on aspirin and prasugrel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional 2.25x12 promus stent referenced is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.